Event description:
Assurant cobalt peripheral stent was being used to treat a lesion in the external iliac. The gradient across the iliac artery was 40mm. At the junction of the common iliac and external iliac there was an eccentric focal lesion which was approximately 80%. Device was removed from packaging per IFU, inspected and prepped with no issues noted. Resistance was encountered when advancing the device but it is unknown if excessive force was used. Device did not use through a previously deployed stent. It is reported that the stent dislodged from the balloon when advancing to the lesion. No attempts were made to remove the dislodged stent. The stent had to be implanted in the common iliac instead of the external iliac. The stent was crimped and a 8 mm balloon was used to expand the stent followed by a 9x40 balloon expandable stent to cover external iliac lesion. The stent extended into the crimped stent in the common iliac. The stent was ballooned to 8atm and the result was 0% residual stenosis. There was no patient injury.

Manufacturer narrative:
Results: inherent risk of procedure (stent embolism); patient condition affected effectiveness of device (eccentric focal lesion which was approximately 80%); no results available since no evaluation performed - device or procedural images not provided for review; device not returned for evaluation. Conclusion: inherent risk of procedure ¿ (stent embolism); device failure related to patient condition (eccentric focal lesion which was approximately 80%); unable to confirm complaint (device or procedural images not provided for review). (B)(4).